Manufacturer narrative:
Device evaluation: the returned device was examined: the stent is fully enclosed within the outer sheath of the catheter. The distance between the deployment paddle and the touhy-borst cap is approximately 92mm. The touhy-borst cap was received loose and could be fully tightened. The distal end of the sds was examined: the stent is fully engaged with its retainer and the distal end of the outer sheath is in contact with the distal tip of the sds. The sds was examined along its length: two bends were noticed in the catheter. The bends are approximately 39.5cm and 105.5cm distal from the proximal end of the sds. The touhy-borst cap was tightened to allow preparation of the sds. A 30cc water filled syringe was attached to the y-manifold luer lock and the annual spaces were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.014¿ guidewire was loaded through the distal tip of the sds and exited the proximal guidewire port with ease. The stent was examined: no abnormality or deformity was noted. The inner distal assembly was examined: no abnormality or deformity was noted. The retainer was examined: no abnormality or deformity was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a protege rx carotid self-expanding stent to treat a lesion in the ica. No damage noted to the device packaging. No resistance noted during removal from the packaging. The stent pre- deployed in advance before reaching the ica lesion, in another vessel. Md left the stent and used other product to complete procedure. No patient injury reported.